Event description:
It was reported from a vns clinic programming office assistant to our consultant in the (B)(6) that they had a vns pt who does not feel their vns stimulation. The pt attended clinic after a battery replacement and although settings were adjusted high, no awareness of stimulation. Intermittent awareness during diagnostic testing however, and normal impedance reported. For various reasons the new replacement generator was not switched on till (B)(6) 2010, when it was started to be gradually increased. On (B)(6) 2011, when they increased output of stimulator up to 1ma, the pt could not feel the side effects of the stimulation. Further increased output up to 3.0ma which again the pt did not feel any side effects. The pt felt no stimulation between 1ma and 3.0 ma, 7 second on 30 seconds off, 30hz, 250 u seconds. The pt is going to be sent for surgical review. No date set at this time.